Manufacturer narrative:
The complainant indicated there was no further information available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
On the same day as the immediate extraction of the tooth in ada site 29, a failure occurred upon insertion in type I bone. Clinician grafted the site and reports poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
The complainant indicated there was no further information available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
On the same day as the immediate extraction of the tooth in ada site 29, a failure occurred upon insertion in type I bone. Clinician grafted the site and reports poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).